Manufacturer narrative:
All operating currents are within specification. No unexpected blank display noted. The device had cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the insulin pump switched off without any prior warning or alarm. The blood glucose reading was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.